Event description:
Report received from the USA stating that the motor was heating up during surgery. The event occurred during surgery. The date of the event is unknown. There was no report of injury or death. There is no additional information available.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and complaint of "heat" was not confirmed. The device met manufacturing specifications. No problem found. If additional information is received, a supplemental report will be sent. (B)(4).